Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine (unknown) (na mg/ml at na mg/day) via an implantable pump for non -malignant pain. It was reported that over time since implant the pump has crept up higher by her rib cage and the patient wanted to know if that was a problem. It was noted the patient asked the physician assistant (pa) and the pa did not really say anything. It was reported the patient had a refill on (B)(6) 2022 and mentioned she has two hip replacements and a pacemaker. The patient was redirected to their healthcare provider to further address the issue. Patient symptoms were not reported.